Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer's pump case would not clip securely causing the pump to fall and causing the infusion sets to be pulled out. Customer's blood glucose level was 369 mg/dl. The customer changed the infusion set and resumed insulin delivery.